Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. The complaint was duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, evidence of moisture ingress was observed inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was found.